Event description:
A customer contacted beckman coulter inc. (Bec) reporting a 1ml leak from their coulter lh 500 hematology analyzer manual probe after running latron. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site and noted that probe wipe was not going down all the way. Fse found linear bearing on probe wipe assembly to be binding; fse lubricated the assembly and exercised the pathway. The probe wipe was then noted to be moving properly. The leak was resolved. The cause of the leak was the probe wipe assembly. (B)(4).